Event description:
The pt stated, that for the past three weeks, she has been experiencing "highs" and has had to change her infusion sites more often. Her blood glucose has been elevated to 300-400 mg/dl. Her normal blood glucose readings are less than 150 mg/dl. The pt stated that, she normally changes her infusion site every 3.5 days, but must now change the site every 2 days. She stated, that her blood glucose returns to normal after she changes her infusion site. No symptoms of elevated blood glucose were reported. The pt stated that on one occasion, insulin leaked from her infusion site (date not provided). Upon follow up, the pt stated, that her blood glucose had returned to normal and she had no further issues with her infusion sets. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.